Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 13-aug-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no viscoelastic residue or damage. The lens was received cut into three pieces and a haptic was cut/missing. No additional issues with the lens could be identified. A thumb drive was received with the product and the video provided by the customer was evaluated. Due to the photographic quality the lead haptic could not be confirmed to be unfolded. The optic body of the lens could be observed to be damaged. The source and nature of the damage could not be determined from the video evaluation. The complaint issues "iol torn" and "cosmetic issues" were not identified during video and product evaluation; however, the observed "lens damaged" is similar to these reported complaint issues. The complaint issues "use error" and "lead haptic not folded" were not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol), the lens came out with pressure marks because it had not folded properly. There was also a fracture gap across the optic of the lens. The lens was cut and removed from the eye, and another lens of the same model was implanted. According to the territory manager (tm) who was present during the surgery, the marks on the iol were due to improper handling. The customer acknowledges this, and new staff will be trained by the tm. Through follow-ups, we learned that the patient's eye had a very hard center, atrophic iris, and a narrow pupil. Everything was normal up to the implantation. It was reported that the iol had two small tears in the center. The lens was removed in four parts through a 2.2 mm incision. The removal was very difficult, the patient was restless, and the pupil became progressively narrower. The surgery was completed with a backup lens of the same model and diopter (sn (B)(6)). No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: eye anatomy issue section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.